Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed on an obese male patient. The catheter was inserted femorally in 2007. On two days later, the physician encountered difficulty when he attempted to remove the catheter. An x-ray was performed and showed a knotted catheter was in the patient's tissue. As a result, the catheter was surgically removed. It was noted ropivacaine 0.1% was administered through the catheter.